Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC was removed after leakage was observed while pt having IV infusion. The PICC was removed intact and uneventfully however there was a crack/ fracture at 10cms. Before the event, the PICC was working well, flushing and aspirating well and there were no occlusions or blockages, no extra pressure when flushing that could have caused the catheter to split. No other information was provided.